Manufacturer narrative:
The unit functioned properly. The unit passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The unit had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer called in to report the absence of the no delivery alarm and high blood glucose levels. The customer did not know the range of their high blood glucose levels. The customer's blood glucose level at the time of call was 186 mg/dl. The customer reported treating high blood glucose levels with a bolus. Through troubleshooting it was found that the customer's insulin pump did not pass the high pressure test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the products for analysis.